Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer, after receiving guidance from technical support to perform specific troubleshooting steps, identified blockage in the cartridge as the cause of the occlusion. The customer changed supplies as necessary, resumed insulin therapy.